Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited loss of capture in all vectors and elevated threshold measurements on the left ventricular (lv) channel. A revision procedure was performed and the lead was removed from service and replaced. The boston scientific representative who performed the revision procedure stated the x-ray did not indicate a lead fracture; however, there was a slight kink in the lead where the lead enters the vein under the clavicle. The lead looked fine in the device header and the setscrews were attached appropriately. No additional adverse patient effects were reported.